Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was intermittent and didn't have much power. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Event description:
There was no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 . Review of the most recent repair record determined the unit was found to be out of calibration and have low but within specification motor speed. The motor, motor sleeve, plates gear, poppet housing, needle bearing, e-ring, o-ring, ball bearing, reciprocating arm, and swivel pack were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.